Event description:
It was reported by the customer that the client has fallen out of lift. Arjo sling has been used with a competitor lift ((B)(6)). The client has fallen on the head, scratch and little bleeding. No severe injury nor concussion. Please refer MFR report # 9611530-2013-00041.